Manufacturer narrative:
Findings: unit powered up properly after battery installation no blank display noted however, unit was received with full segment display due to faulty on the interface board. Unable to perform the displacement test, verify frozen display or alarm due to full segment display. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and loose/shifted end cap sticker.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm timeout. Customer's blood glucose at time of incident was 248 mg/dl. The customer stated when to frozen display and keys are not responding when trying to clear the alarm and time is not advancing. The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was 248 mg/dl. The customer stated the pump screen is not completely blank. The customer reports the alarm occurred during the time the buttons stopped responding. The customer stated when insert the new battery the screen went completely blank. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 248 mg/dl. The customer stated pump had a crack. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.